Manufacturer narrative:
Product analysis conclusion: film analysis conducted for the complaint involving the stent grafts revealed that endoanchors were implanted at both the proximal and distal stent fabric margins of the devices. The cause of the aneurysm rupture could not be fully determined due to the limited imaging provided. While contrast leakage was observed along the aneurysm sac, the specific cause of the endoleak could not be identified. Lack of pre-implant cts did not allow for assessment of the pre-implant anatomy, and earlier post-implant cts were unavailable for comparison of the stent graft¿s in vivo configuration over time. Additionally, comprehensive post-implant cts capturing the aneurysm rupture were not provided, and only a single coronal view was available, making determination of the endoleak difficult. Consequently, a thorough assessment of the stent graft¿s in vivo performance could not be performed. The same applies to the angiograms from the intervention procedure. There is a possibility that disease progression over the 5 years since implantation contributed to the endoleak and subsequent aneurysm rupture, but this could not be confirmed. Analysis of the provided films did not reveal any apparent stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the index procedure involving the vamf3434c100te captivia stent graft, the outer sheath of the stent graft was found to be broken as it was being inserted into the patient's body. The valiant captivia was attempted to be inserted without a sheath. The box was sealed, no damage was noted to the devices packaging prior to unboxing and the physician used normal force when removing the device from the packaging. The broken stent did not deploy inside the patient, and the stent was replaced with a vamf3232c100, endurant iis (esbf) and limb allowing the procedure to be completed successfully. The patient had a pre-operative abdominal aortic aneurysm rupture, with the aneurysm measuring 60 mm. It was noted the location of the aneurysm rupture was under the stent graft. The patient also had prior implants of endurant and navion stent grafts at the infrarenal abdominal aorta (ettf2525c70, sn: (B)(6), etew2828c82ee, sn: (B)(6); etew2828c82ee, sn: (B)(6); vnmcc3131c90te, sn: (B)(6); vnmc2828c90te, sn: (B)(6). There is no allegation of malfunction against these devices. The physician believes that the aneurysm expansion is not related to the implanted devices and believes the aneurysm rupture is due to disease progression. No additional sequelae were reported and the patient is fine. It was reported the endoachors were implanted proximally and distally during the index procedure as part of the treatment of the juxtarenal aneurysm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.